Event description:
It was reported that the ilet displayed ¿unable to proceed¿ during rewind and fill tubing, with no active or historical on-device alerts, resulting in multiple restarts, inability to complete setup with and without a cartridge at times, and a need to revert to subcutaneous insulin injections; the device was replaced, and the original was returned. Symptoms included hyperglycemia up to approximately 300 mg/dl for about eight hours without loss of consciousness, dka, or other acute medical sequelae. Outcomes included interruption of insulin delivery and the need for backup therapy, without hospitalization or professional medical intervention. Investigation included technical troubleshooting, review of device alerts and alert history, guided retries of rewind and fill procedures, cartridge and connector replacement attempts, and device replacement logistics. Investigation of the returned device revealed a suspected pump motor stall during insulin handling, consistent with a consecutive stalled motor condition affecting the insulin pathway or drive mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the pump motor/drive assembly of unknown specific root cause.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.